Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that during a follow up in clinic, noise resulting in oversensing was noted on the right ventricular (rv) lead. The physician suspected to noise was due to lead fracture, however, no diagnostic imaging was performed. Provocative testing was performed and the noise was unable to be reproduced. Abbott technical support was contacted and a revision procedure was attempted, however, the procedure was unable to be completed due to vascular dissection. No additional intervention has been performed at this time. The patient was in stable condition and will continue to be monitored.